Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was transferred to emergency due to hypotension and lethargy. On arrival to emergency, the pt had a doppler blood pressure (bp) of ~50. The emergency staff started pressors resulting in bp 120s/80s. The pt bp dropped into the 30s and the pt was unresponsive, pale, cool, clammy, and hypotensive, and shortly after expired. Per additional information received from the physician, a chest x-ray (cxr) was taken and was relatively unchanged from prior to the event. It appeared that he was septic, but the source wasn't clear.

Manufacturer narrative:
The device will not be returning to the MFR for eval, as the pump was not explanted. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.